Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the wire of the permanent cautery hook instrument was missing a white disc. The procedure was completed with no reported injury.